Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 6 was unable to open due to the magnet had fallen from the insep. A field service engineer replaced the latch insep to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation system experienced a hardware failure in one of its drawers, which hindered the opening of the cubies contained within. Consequently, the nurses were unable to pull the needed medication. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.